Event description:
Patient placed into bedside commode (bsc), positioned leg in anticipation of painful spasm, and nursing assistant tried to accommodate by repositioning bsc. When she repositioned, components of pvc material dislodged, causing collapse of chair.what was the original intended procedure?bedside commode for bowel movement.device #1is this a laboratory device or laboratory test?no.